Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," no exact value was provided. Customer delivered a correction bolus to address high bg. Cause of high bg was unknown. Customer continued to use pump for insulin therapy.